Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient with vital signs absent (age and gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Zoll medical (B)(4) contacted the customer and it was determined that the customer had the device in the leads view and they expected that the device would automatically switch to pads view when the pads were connected. Zoll medical (B)(4) explained to the customer that the device does not operate in that manner and the user must select the pads view manually. This report has been attributed to user does not understand functionality of device and not a device malfunction. Analysis of reports of this type has not identified an increase in trend.